Event description:
Biotronik was informed that the patient complained of pain. It was noted that the patient was a twiddler. On (B)(6) 2011, the physician felt that he damaged the insulation of the rv lead and pulled back the ra lead while opening the pocket, therefore both leads were replaced and the device was repositioned.